Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforated uterus"), device expulsion ("migration of the essure device- location of device:cervix"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ had issues with bleeding") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") in a female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1996, (B)(6) 2000 and (B)(6) 2006), c-section and abortion. Previously administered products included for birth control: iud on (B)(6) 2011 and depo- provera. Concurrent conditions included obesity, menometrorrhagia, uterine bleeding, dysfunctional uterine bleeding, endometrial ablation, adenomyosis, adnexa uteri cyst, fallopian tube cyst and hemorrhagic ovarian cyst. Concomitant products included atenolol since 2010, ibuprofen, mesalazine (lialda) since 2013 and vagisil from 2012 to 2014. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ severe and persistent pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder/urinary issues") and urinary tract disorder ("bladder/urinary issues"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced rash ("rash/skin condition"). In 2013, the patient experienced fatigue ("fatigue"), mood swings ("mood swings"), depression ("depression"), urinary tract infection ("utis"), fungal infection ("yeast infection"), migraine ("migraines/headaches (severe & persistent migraines)") and headache ("migraines/headaches (severe & persistent migraines)"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision") and night blindness ("poor night vision"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced inflammatory bowel disease ("inflammatory bowel disease"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("severe & persistent vaginal area pain") and abdominal distension ("bloating in my stomach"). The patient was treated with surgery (she underwent total abdominal hysterectomy with salpingectomy.), surgery (she underwent total abdominal hysterectomy with salpingectomy.) And surgery (ablation 2 d and c). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device expulsion, pelvic pain, female sexual dysfunction, inflammatory bowel disease, dysmenorrhoea, fatigue, urinary tract infection, fungal infection, migraine, headache, rash, vaginal discharge, vision blurred, night blindness, weight increased, bladder disorder, urinary tract disorder and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and abdominal distension had resolved and the mood swings and depression was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, inflammatory bowel disease, menorrhagia, migraine, mood swings, night blindness, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2013 surgical pathology report : endocervical curetting: fragments of benign endocervical glandular tissue, ectocervical mucosa and endocervical type mucous endometrial curetting: fragments of benign proliferative endometrium with a prominent progestin effect admixed with clotted blood. On (B)(6) 2014 ultrasound pelvic (female) endovaginal and transabdominal : 1. At least two complex echogenic cystic masses in the right ovary measuring 1.7 cm and 1.4 cm respectively. I cannot exclude a hemorrhagic ovarian cyst. Please correlate clinically. 2. The left ovary is not seen. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs and m.r-new events added: abnormal bleeding (vaginal)/ had issues with bleeding, dyspareunia (painful sexual intercourse)/ pain during intercourse, apareunia (inability to have sexual intercourse), autoimmune-disorder inflammatory bowel disease, device breakage, dysmenorrhea (cramping), fatigue, hair loss, mood swings, depression, utis, yeast infection, migraines/headaches (severe & persistent migraines), migration of the essure device- location of device:cervix, perforated uterus, rash/skin condition, vaginal discharge, blurry vision, poor night vision, weight gain, bladder/urinary issues, severe & persistent vaginal area pain,bloating in my stomach, plaintiff had not undergone an essure confirmation test. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforated uterus"), device expulsion ("migration of the essure device- location of device:cervix"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ had issues with bleeding") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") in a female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1996, (B)(6) 2000 and (B)(6) 2006), c-section and abortion. Previously administered products included for birth control: iud on (B)(6) 2011 and depo- provera. Concurrent conditions included obesity, menometrorrhagia, uterine bleeding, dysfunctional uterine bleeding, endometrial ablation, adenomyosis, adnexa uteri cyst, fallopian tube cyst and hemorrhagic ovarian cyst. Concomitant products included atenolol since 2010, ibuprofen, mesalazine (lialda) since 2013 and vagisil from 2012 to 2014. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ severe and persistent pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder/urinary issues") and urinary tract disorder ("bladder/urinary issues"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dysparunia (painful sexual intercourse)/ pain during intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced rash ("rash/skin condition"). In 2013, the patient experienced fatigue ("fatigue"), mood swings ("mood swings"), depression ("depression"), urinary tract infection ("utis"), fungal infection ("yeast infection"), migraine ("migraines/headaches (severe & persistent migraines)") and headache ("migraines/headaches (severe & persistent migraines)"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision") and night blindness ("poor night vision"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced inflammatory bowel disease ("lnflammatory bowel disease"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("severe & persistent vaginal area pain") and abdominal distension ("bloating in my stomach"). The patient was treated with surgery (she underwent total abdominal hysterectomy with salpingectomy.), surgery (she underwent total abdominal hysterectomy with salpingectomy.), surgery (she underwent total abdominal hysterectomy with salpingectomy.), surgery (ablation 2 d&c) and surgery (ablation 2 d&c). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device expulsion, pelvic pain, female sexual dysfunction, inflammatory bowel disease, dysmenorrhoea, fatigue, urinary tract infection, fungal infection, migraine, headache, rash, vaginal discharge, vision blurred, night blindness, weight increased, bladder disorder, urinary tract disorder and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and abdominal distension had resolved and the mood swings and depression was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, inflammatory bowel disease, menorrhagia, migraine, mood swings, night blindness, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. (B)(6) 2013: surgical pathology report : endocervical curetting: fragments of benign endocervical glandular tissue, ectocervical mucosa and endocervical type mucous endometrial curetting: fragments of benign proliferative endometrium with a prominent progestin effect admixed with clotted blood. (B)(6) 2014: ultrasound pelvic (female) endovaginal and transabdominal : 1. At least two complex echogenic cystic masses in the right ovary measuring 1.7 cm and 1.4 cm respectively. I cannot exclude a hemorrhagic ovarian cyst. Please correlate clinically. 2. The left ovary is not seen. On (B)(6) 2014, she had surgical pathology report shows a 99 gm uterus and detached cervix. The uterus measures 7.5 cm in length, 3.5 cm across the cornua and 4.5 cm from anterior to posterior. The endocervical canal is patent and moist. The endometrial canal is small and has a drawn and puckered appearance. There is adherent, blood clot on the endometrial surface. The myometrium measures up to 2 cm in thickness. Serial sectioning reveals no gross abnormalities are the myometrium. There is a fine gray metallic coiled wire which can be seen at the fallopian tube remnant on the uterine serosal surface. It terminates within the endometrium. There are actually two segments of coiled wire. One is very fine and measures 1.7 cm in length, the second is heavier gauge and measures up to 2.5 cm in length. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.